Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-05373, related manufacturing reference number: 2017865-2020-05374. It was reported that the patient presented to the clinic with their implantable cardioverter defibrillator (ICD) extruding from their chest. The physician suspected an infection an explanted the ICD, atrial lead and right ventricular lead. The patient had no consequences throughout the procedure.

Manufacturer narrative:
The reported field event of device caused infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.